Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that at a routine follow-up one month post implant, the left ventricular lead exhibited increased pacing threshold in all configurations. Fluoroscopy found that the lead had dislodged. The lead was explanted and replaced.